Manufacturer narrative:
The device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and an issue related to the device's system board was observed.